Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced vomiting and when a fingerstick was taken the cgm was reading 5.0 mmol/l and the blood glucose reading was 25.0 mmol/l. The patient was taken to the hospital, but no information regarding treatment was reported. The patient would have stayed a total of 23 hours at the hospital for observation. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional event or patient information is available.